Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured once due to positioning difficulties. On the second deployment, the patient went into cardiac arrest with ventricular fibrillation. The patient converted to no flow status and the coronary arteries did not fill. The chest was opened surgically to verify the condition and the patient stabilized. It was reported that nothing was occluding the left coronary. No additional adverse patient effects were reported.